Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a clearlink system continu-flo solution set and an unspecified access set was leaking. The reporter stated that the connection appeared crooked. The patient's gown was dampened and a small puddle, approximately 15-20cc, was observed on the floor between the bed and the unspecified infusion pump. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.